Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during right anterior cerebral artery a2 distal aneurysm, physician used guidewire to bring microcatheter to super select to the target vessel and framed it by a coil. After partially inserting the coil, the physician decided to deploy the subject stent to assist the neck of aneurysm. Physician placed another microcatheter and delivered the subject stent into the microcatheter for 15cm. The physician withdrew part of the coil. While retracting, the coil system was not stable and the second microcatheter migrated downwards. The physician then tried to withdraw the subject stent and the microcatheter out together and while retracting the delivery wire of the subject stent was accidentally pulled and the subject stent deployed prematurely within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right anterior cerebral artery a2 distal aneurysm, physician used guidewire to bring microcatheter to super select to the target vessel and framed it by a coil. After partially inserting the coil, the physician decided to deploy the subject stent to assist the neck of aneurysm. Physician placed another microcatheter and delivered the subject stent into the microcatheter for 15cm. The physician withdrew part of the coil. While retracting, the coil system was not stable and the second microcatheter migrated downwards. The physician then tried to withdraw the subject stent and the microcatheter out together and while retracting the delivery wire of the subject stent was accidentally pulled and the subject stent deployed prematurely within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿ updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed and not returned. The distal part of the stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. During functional inspection, stent deployed prematurely during use functional test was not applicable. It was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'severely tortuous'. The device was analyzed. The stent was found to be deployed and not returned. The sdw was found to be kinked/bent. The stent introducer sheath was not returned. It is probable that the severely tortuous anatomy may have caused friction, damages to the device and the reported issue. An assignable cause of procedural factors will be assigned to the as reported and as analysed ¿stent deployed prematurely during use¿, and to the as analysed ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.